Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated they had to press extremely hard on the act button to enable a response. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Pump received with intermittent act button response due to flattened button dome switch. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.